Event description:
(B)(4). Doctor said it was standard procedure, he had done 100 of them with a complete success rate. He said it was just like getting tubes tied. Over 5 years now and I had horrible abdominal pains every two to three weeks, lots of bleeding, hair loss, skin rashes, discharge, back sciatica pain, pain down my leg, mood swings, fatigue and bloating. I can feel my tubes and they hurt.